Event description:
Same case as #2134265-2009-02523. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient experienced chest pain and was transported to the ER where EKG showed evidence of an anterior mi. In the ER, the patient went into ventricular fibrillation three times, which was treated with cardioversion. A 99% stenosed lesion was found in the proximal left anterior descending artery (lad) with timi 2 flow. Two taxus express2 stents were placed. Approximately 20 months later, the patient presented with substernal chest pain and tightness. EKG showed acute st segment elevations. The patient had discontinued plavix about one year earlier. The patient was taken emergently to the ccl where late in-stent thrombosis of the proximal to mid lad with extension into the diagonal (dx) branch was discovered. Ptca and thrombectomy of the lad and dx was successfully performed. Plavix and aspirin were prescribed post procedure and the patient was counseled on the risks of cocaine use. No further complications were reported.

Manufacturer narrative:
The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.